Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and hematuria. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to bladder calculi, and foreign body in bladder. (B)(4) ¿bladder calculi; foreign body in bladder.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent cystoscopy and electrohydraulic cystolitholapaxy of bladder stone, and bilateral retrograde pyelogram on (B)(6) 2011. It was reported that the patient underwent cystoscopy, and cyberwand removal of bladder calculi on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation on (B)(6) 2011 due to posterior repair. The patient then experienced pain, erosion, extrusion, infection, bleeding, dyspareunia, vaginal scarring, organ perforation, and urinary/ bowel problems. It was reported that patient underwent removal revision procedures on (B)(6) 2009, (B)(6) 2011. (B)(4) ¿ dyspareunia; urinary problems; bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to mesh erosion. No additional information was provided